Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the customer got failed battery test alarm. Customer¿s blood glucose level was unknown at the time of the incident. Customer had problems with low batteries and pump dying quickly. After troubleshooting the failed battery alarm was reoccurred. Customer used a new battery per IFU stored at room temperature. The customer will be shipped out replaced pump and returning current pump.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery, low battery or off no power alarms noted. The device passed functional test including displacement test, rewind test, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The device functioned properly. The device was received with minor scratched lcd window, cracked reservoir tube lip, stained end cap sticker and cracked battery tube threads.